Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) -2008: the patient was admitted with the following preoperative diagnosis: spondylolisthesis and radiculopathy at l5-s1. She underwent the following procedures: gill laminectomy at l5-s1. Posterolateral instrumented fusion with interbody fusion. Application by mechanical device to interspace. As per the operative notes, ¿¿ there was noted to be a significant amount of scarring around that right l5 nerve root, therefore, the interbody cage was placed in the left aspect of the interspace after we had dissected it free and denuded it and packed it full of local allograft bone and bmp sponge. We then packed the right interspace with copious amounts of local allograft and bmp as well. The wound was thoroughly irrigated and gentle compression was applied. The remainder of the bone graft was placed out of the posterolateral gutters¿¿ no patient complications were reported. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.